Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was a software problem that causes the monitor to intermittently stop. There was no adverse event or patient harm reported.